Event description:
The pt's mother reported while playing golf with his father her son's blood glucose drop to about 40 mg/dl and that he was also vomiting so his father called for the emergency medical technician. Upon their arrival they administered a manual injection of glucagon and that they also noticed that his heart rate was elevated. He was then rush to the hospital where he was given fluids intravenously. His blood glucose history is as follows: time: 9:25 am, bg (mg/dl): 59; 9:35 am, 50; 9:46 am 75.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.